Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported pump module failed patient side occlusion testing during maintenance was not identified during the customer call. However, to address the issue, tech support re-flashed pump module and ran pm test after that pump module works fine.

Event description:
It was reported that the pump module failed patient side occlusion testing during maintenance. There was no patient involvement.